Manufacturer narrative:
Upon follow, it was reported that on the same day as the event onset, the patient was hospitalized for the event. At the time of the report, antibiotic treatment was discontinued, the patient was discharged and was recovered from the event. It was reported that the patient's pd catheter was removed and the patient was started on hemodialysis (twice a week). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized and was treated with vancomycin and ceftazidime injections (1gm each, routes, frequencies and durations were not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.